Event description:
Nurse was hanging antibiotic. Nurse spiked the bag with tubing clamped and medication began to run onto the floor. Large hole noted in tubing. Medication was discarded, tubing and packaging was kept for reporting purposes.